Event description:
It was reported that the stent prematurely deployed and "stuck" on the guide catheter causing the stent to be "spreaded". The proximal tip of the stent remained inside the guide catheter. The stabilizer was not moved and it appears that the event occurred while the guidewire was "inserting" into the distal part of the guide catheter. Patient is "good".